Event description:
A malfunction was reported by a caller who was on an airplane flight. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump as the malfunction code was resettable, and there was no recurrence of the issue after the reset. The customer was informed to continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.